Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Device passed visual, electrical and mechanical inspection with no anomalies observed.

Event description:
It was reported that an external pulse generator powers up but could not be adjusted. The rate was set at 80 but both atrial and ventricular outputs were at zero. The biomedical engineer said the battery was new, but when another new battery was used the device operated as designed. The device was returned to the manufacturer for scheduled maintenance and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.